Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl. Customer treated with syringe. Customer experienced symptom such as nausea and vomiting. Customer performed self-test and high pressure test and both were passed. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.